Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: investigators were unable to confirm the original blank screen complaint. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pump was opened up and the display flex was noted to be fully seated and secure in the connector. The audio bolus button cover was partially lifted; however, the bolus button was responsive during the investigation. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.